Manufacturer narrative:
The customer reported that they used the incorrect equipment for the impaction procedure and ran the handpiece too long. As a result, the customer is not returning the product for investigation. As the device was not returned to the manufacturer for investigation, no further root cause could be determined. Device not returned to manufacturer for investigation.

Event description:
It was reported that during an impaction procedure at the user facility the remb micro drill overheated, resulting in a burn to the lip of the patient. Gauze was placed on the affected area. The procedure was completed successfully with no delay. Upon follow up, the user facility was not able to provide any further information regarding the patient outcome.